Event description:
The customer reported to olympus, the gastrointestinal videoscope was observed having screen noise. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the screen noise issue could not be duplicated. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus for repair. There was no delay in the start of pre-cleaning, the customer flushed the air / water nozzle with water and air, and there were no abnormalities in the accessories used for reprocessing. The customer wiped and brushed the air / water nozzle with clean lint-free cloths / brushes / sponges, and the air / water nozzle was flushed with the detergent solution. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up / down knob was out of the standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip / crack / a white-clouded area, the image guide protector had a scratch, switch 1 had a scratch, the adhesive around the objective lens had a white-clouded area, the adhesive around the light guide lens had a white-clouded area, the plastic distal end cover had a scratch / was dirty, and the connecting tube had a scratch. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): the instruction manual gif-xz1200 operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif-xz1200 reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.